Event description:
Siemens was notified by a siemens customer service engineer on (B)(6) 2012, that upon performing an update to the customer's artiste mv system, four (4) fixing screws were missing from the mv panel positioner (mvpp) shaft coupling-combination according to update instructions. It is reported that if the hd shaft bottom were to break while the gantry position is in the range of 100 to 260 degrees, the worst case being 180 degrees, it would be possible that the uncontrolled speed of the mvpp running downward could hit the patient. However, there is no report of mistreatment of injury to a patient associated with this occurrence. This report issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2012 and mailing this MDR on(B)(4) 2012. Siemens investigation concluded that the referenced artiste system still had an (old) solid shaft coupling-combination (part of mv panel positioner, part no. 10096101). This solid shaft coupling-combination was replaced by a flexible shaft coupling-combination in 2010. The new part was introduced into forward production, which covered serial numbers beginning at mvpp serial no. (B)(4), and artiste serial no. (B)(4). According to siemens records, the referenced site (serial no (B)(4)) was the only site that did not undergo replacement for the new flexible shaft-coupling combination as its mvpp serial no. Is (B)(4). Since discovery of the reported issue, the referenced site has been changed to the correct flexible shaft-coupling combination, and the system is in use.